Manufacturer narrative:
10/6/1998- supplemental report #1 sent to FDA. Additional data entered in d-9. Certain components were not returned for evaluation, therefore, the exact cause for the reported condition could not be determined. Device evaluation indicated and codes entered in h-3 and h-6.

Event description:
The device was used during an unspecified procedure. Reportedly, the cartridge disengaged. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.